Manufacturer narrative:
The insulin pump was received with (B)(6) alkaline battery installed in reverse polarity (1.58 volts). Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and delivery accuracy test. Unit was unable to prime during prime test due to faulty force sensor resistor. Then the motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window, scratched case, scratched keypad overlay, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date due to kidney issues. The cause of death was renal failure. The caller stated that the customer had renal failure for 3 years that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by hospital staff more than 2 days prior to passing due to a risk of site infection. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.